Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) healthcare system in (B)(6). A call to technical services on (B)(6) 2013 states that pacing inhibition was noted during device check at chasio heart association of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).